Event description:
It was reported to covidien on 8/18/10 that a customer had an issue with a hemodialysis catheter. The customer reports a palindrome catheter was removed due to poor function. Also, there was repeated use of urokinase with the palindrome to address poor function. Catheter was removed and replaced with another brand.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.